Manufacturer narrative:
The device is being returned for eval. When the quality engineer has completed the investigation, a supplemental report will be filed.

Event description:
It was reported that "the surgeon introduced the trocar in the abdomen and inserted a grasper that was fixed to a manipulator arm endoboy. When the grasper was removed only after surgery, noticed a piece of plastic on the epiplon, which was the tip of the trocar. The piece was removed successfully.